Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. The reported field event of setscrew anomaly was not confirmed. Atrial setscrew was not returned, therefore complete setscrew analysis could not be performed. Atrial septum and atrial connector block was damaged. The device was tested and no electrical anomalies were found.

Event description:
It was reported that during implant, the setscrew could not be loosened. The device was not used.